Event description:
A MFR sales rep. Contacted MFR customer support to report a problem with a male pt's battery charger. When a battery pack is placed in the charger no lights come on to indicate the charging process. The pt's battery charger was replaced.

Manufacturer narrative:
Evaluation: device evaluation of battery charger has been completed. The reported problem was confirmed. The cause was a damaged din connector on the cable from the power supply brick, which prevented proper mating with the din connector on the back of the charger. The root cause of the connector damaged cannot be positively identified. No adverse event resulted from the damaged battery charger. The pt received a replacement battery charger.